Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, changing the waa parameters and the patient having a non-curonix device implanted have been ruled out as potential causes. The clinician believes the programming parameters may be set too high. However, the programming parameters were lowered and the patient still reported electric shock sensation and numbness down their arm. The nurse believes the device may be too close to the nerve and therefore causing intermittent shocks. Potential causes of the device being too close to the nerve are incorrect surgical technique, improper placement during surgery and migration. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended. Updated per FDA CAPA-2023-0013 correction 2.

Event description:
The patient reported electric shocks when they have the stimulator on or off. Additionally, the patient had numbness down their arm. The waa was reprogrammed and the patient will follow-up with the physician for an in-person appointment. However, a date has not yet been set.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, changing the waa parameters and the patient having a non-stimwave device implanted have been ruled out as potential causes. The clinician believes the programming parameters may be set too high. However, the programming parameters were lowered and the patient still reported electric shock sensation and numbness down their arm. The nurse believes the device may be too close to the nerve and therefore causing intermittent shocks. Potential causes of the device being too close to the nerve are incorrect surgical technique, improper placement during surgery and migration. The stimulator is used to treat pain. The cause of the reported issue is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended.

Event description:
The patient reported electric shocks when they have the stimulator on or off. Additionally, the patient had numbness down their arm. The waa was reprogrammed and the patient will follow-up with the physician for an in-person appointment. However, a date has not yet been set.